Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Investigation is limited because the valve was not returned for evaluation and no images were provided. The valve pass flow and coaptation, and all other leaflet inspections. Based on the information available, the root cause of the restricted leaflet motion and central regurgitation was suture looping due to use error. There are no indications of a manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: multiple attempts for the return of the explanted device are being performed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry, it was reported that a 29 mm 6900ptfx mitral valve was explanted due suture looping leading to central regurgitation and restriction leaflet motion. The explanted valve was replaced with a 29mm non-edwards valve. The patient tolerated the procedure well and was discharged on pod# 7. Per received medical records, the patient had progressively worsening dyspnea. Workup revealed moderate-severe mr and underwent a redo mvr with the explant of the 28mm 4450 mitral ring, and the implant of a 29mm 6900ptfx valve. After decannulation, prior to skin closure, intraoperative tee revealed that a moderate central migration and leaflet motion restriction caused by suture looping. The patient was re-cannulated and the valve was removed and replaced with a 29mm non-edwards valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.